Manufacturer narrative:
Concomitant product: product ID: 37712, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Event description:
The consumer reported that the desktop charger (dtc) connector pin broke about six months prior to (B)(6) 2014; this appeared to have occurred during normal product use. It was noted that the manufacturer representative was made aware of the issue on (B)(6) 2014, and the manufacturer representative stated the patient's implantable neurostimulator (ins) battery had gone to "sleep." It was also reported that the patient; had been sick, and the patient had trouble with his heart. No patient harm was reported. Follow up information was requested to determine whether the patient still had concerns regarding the device/therapy and whether the patient received assistance from the healthcare professional or manufacturer representative to resolve the patient's concerns. If additional information becomes available, a follow up report will be sent. The patient's indications for use included postlaminectomy pain and spinal pain.

Manufacturer narrative:
(B)(4)